Event description:
The customer reported the system displayed an "error 63" error message. The fse noted this error would result in the system being rendered unusable. There is no report of pt injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and put back into service.